Event description:
It was reported that the right atrial (ra) lead was explanted due to high thresholds and failure to capture. Subsequently, a non-bsc lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism as stretched out position. The complete lead was returned intact. Visual inspection found dried blood tissue around the helix. The setscrew marks were in the wrong location on the terminal pin. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead was explanted due to high thresholds and failure to capture. Subsequently, a non-bsc lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.